Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the device/migration of essure device location: uterine cavity/perforation (uterus)") and fallopian tube perforation ("right fallopian tube perforated.") In a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain and right lower quadrant pain. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2015, the patient had essure inserted. In may 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, 4 months 25 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2015, underwent hysterectomy(partial),hysteroscopy dilation & curettage (d&c) for removal) and surgery (underwent hysterectomy(partial),hysteroscopy dilation & curettage (d&c) for removal). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: number of proximal coils: 2 on left cornua and 2 on right cornua, tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed that essure was successfully occluded concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received: fallopian tube perforation,depression and mental anguish events were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the device/migration of essure device location: uterine cavity/perforation (uterus)") and fallopian tube perforation ("right fallopian tube perforated.") In a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain and right lower quadrant pain. Concomitant products included ketorolac tromethamine (toradol), nsaid's since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 4 months 25 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2015, underwent hysterectomy(partial),hysteroscopy dilation & curettage (d&c) for removal) and surgery (underwent hysterectomy(partial),hysteroscopy dilation & curettage (d&c) for removal). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: number of proximal coils: 2 on left cornua and 2 on right cornua, tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed that essure was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation. Most recent follow-up information incorporated above includes: on 1-oct-2018: new pfs received-outcome of event pain updated to recovering/resolving from recovered/resolved. Concomitant medications were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the device/migration of essure device location: uterine cavity/perforation (uterus)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain and right lower quadrant pain. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 4 months 25 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain"). The patient was treated with surgery (on (B)(6) 2015, underwent hysterectomy(partial),hysteroscopy dilation & curettage (d&c) for removal). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain was resolving. The reporter considered pelvic pain and uterine perforation to be related to essure. The reporter commented: number of proximal coils: 2 on left cornua and 2 on right cornua, tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed that essure was successfully occluded . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation. Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff's fact sheet and medical records received. Events per pfs, uterine perforation was added. Patient's medical history and concomitant medications added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (underwent a hysteroscopy and a dilation and curettage due to complications from the essure device). At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2015: confirmed that essure was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.